Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button did not respond to user presses appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:no damage was observed to the pump keypad cover. The pump powered on properly with the returned battery cap. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and no contamination or damage was found to any button contacts. The pump case was removed and no evidence of loose components or moisture ingress was found.